Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up high out of range pacing lead impedance on the atrial lead was observed. The lead is competitor's product. The lead was explanted and replaced. The patient was stable post-procedure.